Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the emergency crew deployed the autopulse platform (sn (B)(4)) without issue, then placed the patient on the platform; however, upon powering up, the platform displayed "system error, out of service, revert to manual CPR" error message. Following this, the patient was immediately administered manual CPR which lasted for about 45 minutes upon reaching the hospital. Per reporter, the patient did not survived and cause of the death was not disclosed. According to the assistant fire chief, the patient's death was not related to the delay caused by the device issue. Prior to the event, during the crew's daily shift check, the reporter indicated there were no issues with the platform. No further information was provided.

Manufacturer narrative:
The customer reported complaint for the platform displaying error message "system error, out of service, revert to manual CPR" was confirmed during archive review and initial functional testing. The defective processor board was replaced to remedy the fault. During visual inspection, damaged encoder cover, top cover, motor cover and head restraint brackets were noted. Also, damaged battery connector and load plate cover were observed. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2004 and is 14 years old, beyond the expected service life of five years; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data shows that system error latch 136 (internal parameter corrupted) occurred on reported event date. The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR" displayed when the unit was powered on. Load cell characterization test was performed and load cell 1 was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Encoder cover, top cover, motor cover, head restraint brackets, battery connector and load plate cover were replaced. The clutch plate deburring was performed and defective load cell was replaced; after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar related complaints for autopulse sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform displayed a system error message upon powering up. The patient was immediately administered manual CPR which lasted for about 45 minutes upon reaching the hospital. The patient did not survived after received manual CPR. No compression was provided by the autopulse. Manual CPR was performed. Rosc was never achieved. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Autopulse did not provide compressions, and did not cause or contribute to the patient's death. The cause of death was presumed to be patient's underlying clinical condition. Correction to device manufacture field: device manufacture date is 02-02-2004.